Manufacturer narrative:
This report is submitted on february 02, 2022.

Event description:
Per the clinic, the patient experienced pain at stimulation and decreased speech understanding (specific date not reported). The device was explanted (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 4, 2022.